Event description:
A report was received that the patient was experiencing discomfort at the ipg site and was also having difficulty charging ipg. The patient underwent a revision procedure wherein the ipg was relocated and four new extensions were implanted. The patient was doing well postoperatively.